Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker triggered a lead safety switch due to high out of range pace impedances on the right ventricular (rv) lead. Due to the lead safety switch, there was also one episode of oversensing observed. For this lead, the impedances are typically around 400-450 ohms. There was one spike to 1350 ohms, but all values were in range until the alert triggered and values were greater than 2000 ohms. The patient was brought in and reprogramming was performed. However, the impedances spiked to out of range values again. The patient was brought in and pacing thresholds were observed to have increased as well. Testing was performed and all values remained stable. At this time, the products remain in service. No adverse patient effects were reported.